Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information revealed that the spinal cord stimulation (scs) patient was experiencing persistent charging difficulties. Despite multiple attempts, the implantable pulse generator (ipg) could not be brought out of hibernation mode. To address this, the patient underwent an explant procedure in which the ipg was removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.